Event description:
The user facility reported that at the end of a patient procedure, the surgical table was level and moved to lateral left side without being commanded to do so. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the surgical table and was unable to duplicate the reported event. The technician replaced the main manifold assembly and side tilt assembly. In addition, the technician drained the hydraulic fluid from the reservoir and replaced it with new hydraulic oil.